Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter was reading inaccurately at around 11pm on (B)(6) 2018, when he obtained alleged inaccurately erratic blood glucose results of ¿529, 89 and 400 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the reported results fall outside lfs¿ precision criteria. The patient manages his diabetes with insulin (no adjustments). He was unable to say if he had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that within 10 minutes, he developed symptoms of ¿sweaty and close to passing out¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples. However, the patient¿s testing steps were incorrect as he did not wash his hands before testing and the meter was incorrectly coded to calcode 21 instead of 25, invalidating the results obtained. The cca educated the patient on the correct testing steps and assisted him to change the calcode; the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweaty and close to passing out, after obtaining alleged inaccurately erratic results on the subject meter.